Manufacturer narrative:
Evaluation code, results: incorrect technique/procedure (stent graft was inaccurately delivered by the user). User device interface. Lack of information (device has not been returned for evaluation - unable to confirm failure). Inherent risk of procedure (arterial trauma/dissection/perforation). Evaluation codes, conclusion: device failure related to user handling (stent graft was inaccurately delivered by the user).

Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of thoracic penetrating ulcer. It was reported that the physician experienced extreme difficulty advancing the stent graft delivery system through the left access femoral artery which appeared to be of adequate diameter. Due to the significant friction on the delivery system, the graft was deployed slightly distal, less than 5mm to the intended landing zone. An angiogram at this time showed successful seal and exclusion of the penetrating ulcer, so it was decided to end the procedure. Upon removal of the delivery system from the patient, a small amount of tissue was found caught at the nose cone-sheath junction. There was repair of the femoral access site requiring a small graft. No additional clinical sequelae were reported and the patient is fine.